Manufacturer narrative:
The company service representative called the biomedical technician and performed troubleshooting with the system. The system service request flag was reset. The biomedical technician did not request service for the system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. This report was mailed to FDA on: 01/16/2009.

Event description:
The biomedical technician reported the system stopped working during the procedure. The surgeon was able to complete approximately 200 laser shots. The surgeon performed a cryopexy to complete the case. The pt is doing well pot operatively. The pt may require add'l laser treatment in the office.